Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was diagnosed with a ruptured diverticuli, on the same date the pt experienced peritonitis and was hospitalized for the events. On an unknown date, during hospitalization, pd therapy was discontinued and the patient's pd catheter was removed. On an unknown date, during hospitalization, the patient began hemodialysis. The patient was discharged from the hospital. At the time of this report the peritonitis was resolved and the pt was recovered. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c27010 and h13d13042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).